Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited the following: air/water tube and cylinder, the autoclavable rubber and the connecting tube contained foreign material.there were no reports of patient involvement.